Manufacturer narrative:
The device was reported as returning to arthrocare for investigation. To date the device has not been returned. A follow-up report will be provided with additional information. The two additional devices used in the same procedure were filed under MDR 2032380-2011-00042, and 2032380-2011-00043. (B)(4).

Event description:
On (B)(6) 2011, it was reported to arthrocare that a patient underwent a hip arthroscopy procedure, involving an opus speedstitch suturing device, an opus speedstitch suture cartridge, and an opus speedstitch needle. Allegedly, the suturing device was used to pass the suture through the tissue. On withdrawing the suturing device, the metal hook on the end of the suture cartridge remained in the tissue, separating away from the suturing device. The physician created an additional incision to remove the metal hook from the patient's soft tissue, which resulted in the surgical delay of approximately 45 minutes. No adverse reactions to the patient and no patient injury were reported.